Event description:
It was reported a patient underwent a cardiovascular procedure on an unknown date in 2023 and suture was used. The needle is coming unattached from the suture. The exact pass of the suture is unknown when the suture is coming apart from the needle. Case completed with like device. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: over an unknown period of time with at least six heart procedures, the needle is coming unattached from the suture. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - when were the needle coming unattached from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - device return status. Please document the shipment tracking number: h3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, four unopened samples that pertain to product code. This product code is double-armed. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.